Manufacturer narrative:
The insulin pump was received with no escape button response due to a flattened button dome switch. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The device had a scratched lcd window, cracked case on the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.